Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that irinotecan leaked between the bd phaseal¿ injector luer lock n35j and vial while preparing it. The following information was provided by the initial reporter, translated from (B)(6) to english: "during preparation of irinotecan, the hcp noticed that the vial was wet and recognized that leakage occurred. The protector might have not been connected to the vial properly."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-12-30. H6: investigation summary: sample received for investigation, the needle of the protector was the center of the vial. Upon inspection of the product, no problems related to the connection were observed. Functional tests were performed and no leaks were observed. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. As no batch information was available for this incident, a review of the history of the device could not be performed. Based on the information available and the evaluation of the sample, we are unable to identify a root cause related to our manufacturing process at this time, protectors must be assembled vertically to the vials.

Event description:
It was reported that irinotecan leaked between the bd phaseal¿ injector luer lock n35j and vial while preparing it. The following information was provided by the initial reporter, translated from japanese to english: "during preparation of irinotecan, the hcp noticed that the vial was wet and recognized that leakage occurred. The protector might have not been connected to the vial properly."